Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy. The patient reported that she was having difficulties with programing her interstim therapy, did not think it was working properly, and she was having a return of fecal leakage symptoms. The patient stated she tried to reset the program like she had done in the past, but she wasn¿t able to. She got the poor communication message on the patient programmer. It was noted that the programmer showed stimulation was off. It was reviewed how to turn therapy on. The patient also noted that she was not sure how long it¿s been off for because she had been messing with it for a while. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.